Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, his vision is not crisp. Thinks the lens could possibly have rotated. No further information is expected as the consumer declined to provide the surgeon's contact information. There are two medical device reports associated with the left eye. This report is for the second lens implanted.